Event description:
It was reported that the cadd legacy pump displayed that all 138ml was administered, but the physical medication reservoir was still full, indicating that little or no drug had been administered. Patient reported that the pump never alarmed, or gave any indication that there was an issue, other than the reservoir not appearing to have gotten any less full over 46 hours. Nursing reports all protocols were followed properly, all ports were flushed, and all connections appeared proper." No additional information available.

Manufacturer narrative:
Corrected data, h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions (B)(4).